Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of a retained kit of the complaint lot number. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues with the likely cause lot(s) and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Inhouse testing determined that the sensitivity performance of the complaint lot is acceptable. The reagent kit showed normal performance without false non-reactive results. Testing of two commercial seroconversion panel showed results comparable to the data provided by the manufacturer of the panel. Based on the investigation, no systemic issue or deficiency of alinity I hiv ag/ab combo reagent, lot number 14520be00 was identified.

Manufacturer narrative:
Patient identifier sid (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) alinity I hiv result when compared between different analyzers on one blood donor patient. The sample was initially processed as sid (B)(6) on alinity (B)(4) with a result = (B)(6). This same sample was repeated in duplicate on architect (B)(4) with results obtained = (B)(6). This same sample was repeated on another alinity (B)(4) in duplicate with results obtained = (B)(6). No additional or confirmatory tests were run, and the result was reported out as inconclusive. No impact to patient management was reported.